Event description:
The customer reported that the side-firing fiber forward fired at 73, 834 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported. The pt outcome was reported as "okay".